Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements of up to 125 ohms. Troubleshooting and programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information was received which reported that a synchronized 41 joule shock was delivered to test the integrity of this system due to shock impedances of 143 ohms. The delivered shock resulted in shock impedances of 101 ohms, and painless shock impedance measurements were 135 ohms afterward. The shock impedance alert was reprogrammed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements of up to 125 ohms. Troubleshooting and programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information was received which reported that a synchronized 41 joule shock was delivered to test the integrity of this system due to shock impedances of 143 ohms. The delivered shock resulted in shock impedances of 101 ohms, and painless shock impedance measurements were 135 ohms afterward. The shock impedance alert was reprogrammed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements up to 125 ohms. Troubleshooting and programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.